Manufacturer narrative:
Visual evaluation of the returned guidewire found the hydrophilic tip was detached exposing the corewire and the corewire tip. The guidewire is also bent near the distal section and the coating-ptfe is peeled from the distal end. No evidence of corewire fracture was found. Evidence of adhesive remnants were found which indicates that the pebax tip was correctly adhered during manufacturing process. The complaint is consistent with the returned guidewire since the was hydrophilic tip was detached exposing the corewire and the corewire tip. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure after the device was inserted into the duodenoscope, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure after the device was inserted into the duodenoscope, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.